Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) sometime in (B)(6) of last year in the intensive care unit (ICU). Patient woke up feeling feverish, blood glucose (bg) level was 227 mg/dl, gave a bolus nothing happened, called the doctor and bg levels kept rising, took a cool shower, called the ambulance, and when arrived at the hospital patient started vomiting. The patient¿s blood glucose (bg) levels reached 480 mg/dl while wearing the pod between 36 and 48 hours on the infusion site (back). Patient was treated with an intravenous and insulin drip. The patient stated the doctor made some setting changes. The pod was removed at the hospital. The patient signed self out of the hospital against doctor¿s recommendation and did not get any results.